Event description:
It is reported that the liner would not seat due to the locking ring being jammed. New components were opened and implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.